Event description:
A malfunction alarm was reported for a pump. There was no adverse impact on the customer's blood glucose level. The customer used an alternate form of insulin therapy to ensure continuous insulin delivery.